Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the pin broke off the handle, and the brush heads no longer stay attached. No injury was reported.